Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however it is possible that the user used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope which state: inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. The IFU warns on use of high-energy endo therapy accessories as follows: gif/cf/pcf type 180 series operation manual_4.3 using endotherapy accessories never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the plastic distal end cover of the videoscope was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a burn on the plastic distal end cover, foreign material in the air/water cylinder and foreign material in the air/water tube. There were no reports of patient involvement.